Event description:
Information was received indicating that this patient experienced skin irritation while using this subcutaneous infusion set. It was also noted that the infusion set exhibited leakage from the site. The patient's blood glucose level was 546 mg/dl at the time of the event. The patient delivered a manual insulin injection to decrease their blood glucose level and they replaced their infusion set. No additional adverse patient effects were reported.